Event description:
The customer reported to beckman coulter that the coulter lh 500 hematology analyzer was leaking clear fluid under the laser area. The volume of the leaked fluid was unknown and it was not contained within the unit. The material safety data sheet (msds) was reviewed. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found that the blue stripe tubing at valve vl46 was defective and leaking diluent behind the side panel. The fse replaced the tubing and fixed the leak. Failure mode was defective tubing at vl46. (B)(4).